Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the bronchovideoscope plastic probe tip was burned/burnt. A root cause could not be established. Based on the results of the investigation, the most likely cause was stress related due to usage of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, the plastic probe tip was burned/burnt. There was no patient involvement.